Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the symptoms mentioned in the patient report. This is a final report.

Event description:
The patient hit his head; afterwards he reported not having access to sound. The patient has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. Impacts are mentioned in the patient report, however to confirm an exact root cause of failure a device investigation of the explanted device is necessary. Re-implantation is being considered, but no surgery date has been communicated.

Event description:
The patient hit his head; afterwards he reported not having access to sound. Re-implantation is considered but no date scheduled as yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient hit his head; afterwards he reported no more hearing sensation. Re-implantation is considered.